Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the inspiratory flow sensor diaphragm was stuck to the top of the housing. The flow sensors were replaced, date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.